Event description:
It was reported that while using the bd max¿ enteric viral panel that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Several false positives for ebp / norovirus. All samples in question were re-tested in state lab, were all negatives no erroneous results were reported. Max 443985 false pos for norovirus.

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results with the bd max enteric viral panel (ref. 443985) from an unknown lot number was performed by the complaint¿s history review. Customer reported several norovirus positive results with bd max¿ enteric viral panel assay which tested negative upon retest by their state laboratory. According to the customer, when the samples were retested by their sate laboratory, they all gave a negative result. Despite multiple attempts made to receive information from the customer, no kit lot number nor data was provided for the investigation. Without data, bd is unable to identify the cause of the customer issue. A follow up was made with the customer and according to them, their issue was resolved after their instrument was serviced. There is no indication of an increase in complaints for discrepant results for the bd max¿ enteric viral panel assay. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed h3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ enteric viral panel that there was a false positive. The following information was provided by the initial reporter: hazard, injury or erroneous results?: yes. Several false positives for ebp / norovirus. All samples in question were re-tested in state lab, were all negatives no erroneous results were reported. Max 443985 false pos for norovirus.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D.3 common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.